Event description:
It was reported that during preparation for a recanalization procedure, the recanalization catheter allegedly had an abnormal sound and the tip of the catheter allegedly separated. It was further reported that another device was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. Sample appeared clean. The sample was received without stylet, guidewire or introducer sheath. The distal tip appeared to be separated from the outer catheter but still attached to the inner core wire. The distal marker band was present. Based on the findings, the investigation is confirmed for the alleged material separation issue as the distal tip noted to be separated from the outer catheter. However, the investigation is inconclusive for the reported abnormal sound issue as no functional testing performed due to the condition of the returned sample. A definitive root cause for the reported material separation and abnormal sound issues could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 08/2021), g3, h6 (method). H11: h6 (result and conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified in procode and date rec¿d by MFR. (Expiry date: 08/2021).

Event description:
It was reported that during preparation for a recanalization procedure, the recanalization catheter allegedly had an abnormal sound and the tip of the catheter allegedly separated. It was further reported that another device was used to complete the procedure. There was no patient contact.